Manufacturer narrative:
Continuation of d10: product ID: 97755, serial#: (B)(6), product type: recharger. H3: analysis of the recharger found no device found message. No anomalies were visually observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 (B)(6); product type: 0213-recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device.  The reason for call was patient reported that they were having issues charging their implant and the issue began around the 1st of the year. Patient stated that they called last week and got a battery pack replacement but that did not resolve the issue. Patient stated that they would feel a burning sensation where the paddle was over the implant. Patient also stated that a few months ago they started feeling the burning sensation and they would reach back to see if the recharger was hot and it didn't feel hot but they would still feel the burning. Patient mentioned that they tried to charge their implant for an hour and a half and the controller battery went from 100% to 50% and the implant battery didn't go up at all. Patient reported that the burning sensation is on their skin but there is no harm from the paddle. The issue was not resolved. An email was sent to the repair department to replace the recharger.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.